Manufacturer narrative:
The technician replaced the hi/low down limit switch to repair the bed.

Event description:
The account alleged the bed would not go into reverse trendelenburg. The bed will lower and rise when using the trend lever.